Event description:
The customer started taking steroid shots and was advised that blood glucose results may go up. The customer opened new glucose strips and results were over 300mg/dl for 4 days. The customer went to the dr and was tested and the result was 112mg/dl. The customer started taking insulin shots. Customer continued to receive high results. Customer received a result of 367mg/dl at breakfast and 366mg/dl at lunch and 415mg/dl at dinner. Customer's blood glucose was 273mg/dl at bedtime. The customer called the dr who increased medications. The next day the customers blood glucose was 383mg/dl at breakfast and customer took insulin. At lunch time customer's result was 338mg/dl. Customer took insulin at 11:30 - 12:00. Customer went to see the dr at 3:15 - 3:30pm and received a result of 45mg/dl. Customer was given a coke and cookie.